Manufacturer narrative:
A manufacturing lot code was not provided. With no means to ascertain the manufacturing / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer started that after she was using u by kotex click tampons (of unknown absorbency level) she began to have abdominal pain. After visiting her doctor, a piece of the tampon was removed and found to be the cause of an infection and abdominal pain. The doctor was not sure all pieces were removed due to the deep location and suggested if it does not come out on its own to followup with a gynecologist. Four out of six tampons were impacted. Her additional symptoms were vaginal discharge and rash. The doctor prescribed an antibiotic and the pain and infection went away but still has vaginal discharge.